Manufacturer narrative:
The investigation is currently underway. Once complete, a follow up report will be submitted.

Manufacturer narrative:
A visual and functional evaluation was performed on the reported unit. The reported issue was unable to be confirmed. A thorough review of the stretcher found that the unit was functioning as designed. The stretcher was calibrated and returned to stock. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. A review of the service history found that the reported device was not returned to sechrist for servicing. A review of the complaint history indicates there is no significant trend. Trending will continue to be monitored. Labeling in the user and service manual state: -periodic checks of the stretcher should be done to ensure the parts are not worn and/or require a replacement. -sechrist provides a service manual for hydraulic gurneys and stretchers which provides instructions on how to maintain the gurney. -the stretcher release latch must be locked in place to prevent movement of the stretcher when patients are loaded or unloaded from the stretcher.

Manufacturer narrative:
The correction is currently underway. Once complete, a follow up report will be submitted.

Event description:
It was reported that the stretcher plate for the gurney disengaged, causing the patient to slide downward. No patient injury was reported. (B)(4).